Event description:
It was reported that the physician said that after tightening the screw it seemed like it sheared. When the physician tried to undo the screw it was not possible to do so. The device was left implanted since all measurements showed no abnormalities.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.